Event description:
A hospital in another country reported that the heated wire circuit in an rt240 adult breathing circuit was not working. No patient consequences were reported.

Manufacturer narrative:
The device is en route to the manufacturer for inspection. We will provide a follow up report.